Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced to the target lesion; however, the distal part of the shaft became stuck in the lesion. An attempt was made to remove the device however, resistance was encountered. It was then noted that the shaft of the device was detached. Both the device and the guide wire were successfully removed together from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter. The balloon was folded loosely with contrast in the balloon. There was blood in the inner lumen, balloon and hub. Microscopic and tactile inspection found a hole/perforated in the outer shaft material 106cm from the strain relief. Numerous kinks were also present in the shaft. Microscopic inspection revealed that the corewire (inside outer shaft), was broken 106cm from the strain relief, at the same location that the hole/perforation was located. Microscopic inspection found no irregularities or defects to the balloon/markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced to the target lesion however the distal part of the shaft became stuck in the lesion. An attempt was made to remove the device however, resistance was encountered. It was then noted that the shaft of the device was detached. Both the device and the guide wire were successfully removed together from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.